Event description:
A clinical laboratory scientist reported that on (B) (6) 2008, while performing a manual pipetting step of the (B) (6) genotyping assay, she may have splashed reagents on her face and possibly into her eyes. At the time, she was working with rna extracted from control and pt samples and pcr master mix. The operator was not following universal precautions, appropriate warning and instructions for use. There has been no report of adverse health consequences as a result of this incident.

Manufacturer narrative:
User error: the instructions for use states that samples may be infectious and that universal precautions should be used when performing the assay. The IFU also warns that only personnel adequately trained in handling infectious materials should be permitted to perform this type of procedure. The operator was pipetting master mix into samples containing rna previously extracted from lysed (B) (6) virus (not (B) (6) virus) which were at 50 degree c. The master mix being pipetted contained oligonucleotide primers, dntps, dithiothreitol (dtt), rnase/n, buffers, reverse transcriptase (enzyme) and dna polymerase (enzyme). The operator reported that she washed her face and eyes after the possible splash. For medical device reporting purposes this event is considered closed.